Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found objective lens adhesion peeling. In addition, the following non-reportable malfunctions were found during device evaluation; bending section cover or distal sheath adhesion chipped, label peeling, control panel paint peeling, and light guide (lg) coil wound. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. A definitive root cause could not be identified. However, based on the results of the device evaluation and the available information, the likely cause of the peeled adhesive around the objective lens was caused by stress of repeated use, external factors, or handling. The device history record was reviewed, and it was verified that the subject device was manufactured and shipped in accordance with specifications.

Event description:
The customer reported to olympus, that parts fell off from exterior of the control section. The device was returned to olympus and evaluated. Upon inspection and testing of the returned device, it was noted, that there was an adhesive around objective lens was peeled for endoeye flex deflectable videoscope. The issue was discovered during repair. There was no patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.